Manufacturer narrative:
When completed, the eval summary will be submitted in a supplemental report.

Event description:
During a revision hip, the surgeon was tensioning the dall miles beaded cable when he said it was no longer holding the tension. When he started to loosen off the tensioner, the cable broke and was unable to be removed from the device. Another identical device was immediately available for use and case completed as originally planned.